Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
The patient reported that the alarm went off and that the device battery failed. Follow-up with the physician's office determined that the device was explanted and replaced due to eri (elective replacement indicator) and that no device malfunction, failure, or patient complications were reported. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.